Event description:
Our facility has recently changed the syringe supply contract to (B)(4). We have noticed that the paper packaging for the (B)(4) syringes and needles produce visible particulate matter in the IV room compounding hoods when the packaging is opened. This presents a patient risk when compounding medications and when using the syringes on a sterile field.